Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: model: ddbc3d1, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered and alert for out-of-range/high superior vena cava (svc) defibrillation coil impedance and a "svc coil failure." Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.